Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an office visit, the left ventricular lead exhibited loss of capture in all vectors. Upon testing, the patient experienced phrenic nerve stimulation. On (B)(6) 2015 lead repositioning was attempted. Multiple pacing configurations using the tip electrode were tried and all caused diaphragmatic stimulation. The physician decided not to attempt further repositioning and the lead position remained unchanged. The device was reprogrammed to right ventricular only to mitigate the diaphragmatic stimulation. The patient was asymptomatic post procedure.